Event description:
Caller reported an error with the continuous glucose monitor, known as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions for resetting the pump, which included a software update, and successfully started a new sensor session without encountering the error again.